Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported morphology of 12 lead is opposite from different monitors. The customer feels there is a problem with the ECG algorithm. The physician ordered cardiac enzymes, in the morning and later in the day the patient went for cardiac catheterization.

Manufacturer narrative:
A philips remote clinical support specialist (rcss) spoke to the customer. The rcss advised the customer to change the 5-leadset cable and also provided correct electrode placement. The customer reported after changing out the cables and electrodes the st segments remained high and have been consistent on the ECG tracing for the patient. A philips field service engineer (fse) was dispatched to the customer site and spoke with the customer who will try to replicate the issue for further troubleshooting if needed. It is unknown how this issue was resolved. After multiple attempts, the fse was unable to obtain any additional information from the customer. H3 other text : see h10.